Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 450cc mentor smooth round moderate plus profile saline breast implant, catalog # 3502450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) middle eastern female patient underwent a breast augmentation primary with a 450cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided deflation. The patient noticed a decrease in the left breast a few days after augmentation, and deflation was confirmed by a physician. As a result, the patient underwent explantation and replacement with unspecified mentor saline breast implant on (B)(6) 2019.

Manufacturer narrative:
On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant. The device was visually inspected, and it was found with no apparent damage. Leak testing was performed, and it revealed there was leakage from the valve. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).